Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, in-house testing was performed on the reported lot number. In-house testing on strip lot 389533a met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although technique issues were identified in the complaint, a root cause could not be determined from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Variance between inratio inr results was reported. The results were as follows: (B)(6) 2016: inratio=2.0, retest=1.6; 5 min apart. It was reported that first test was with a different box of strips, could not provide lot number. It was also stated that first test did not seem to have enough sample but still obtained result. Second test had enough sample. Therapeutic range=2.0-3.0. Previous inratio results were provided for historical reasons: (B)(6) inratio=2.2 ; (B)(6) inratio=2.2 ; (B)(6) inratio=1.5.